Manufacturer narrative:
Vyaire file identification: (B)(4). H3: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical there was an internal leak when the vela ventilator was connected to o2 prior to patient use.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Vyaire medical was able to confirm the issue - there was an internal leak when unit was connected to o2. Vyaire field service representative (fsr) evaluated the device on-site, and replaced the blender. An operational verification procedure (ovp) was performed and the unit then meets factory specifications.